Event description:
Procedure: laparoscopic prostatectomy. According to the reporter: on lap, prostatectomy procedure, (B)(6) tried to inject gas through "inflalation bulb" with syringe to inflate the balloon of trocar (during preparation of the surgery). However, it did not work. Injection of a gas worked fine but the balloon did not get inflated and the injected air leaked. He replaced the abnormal trocar with a new one, and it worked well. There was no damage to a patient at all.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)